Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a patient notifier for out of range, high hv lead impedance alert. Upon review, trends have been relatively stable and within normal range. Reprogramming the device by increasing the alert threshold was recommended. The patient will continue to be monitored.